Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain and rsd/causalgia ¿ complex regional pain syns. It was reported the patient had a lot of trouble with the controller. Patient stated she was getting the rm06 code, controller beep and screen was frozen/lock up, and controller would not change the different position. Patient noted she spoke with representative and rep told her to call and get replacement. Troubleshooting included removed, reinserted controller battery. Patient stated she removed the battery from the controller, it would work for a while and then it didn¿t work. It was noted the rm06 error code with controller and recharger, controller was not keeping the settings. No further complication and no symptoms were reported. 2018-sep-18 (B)(4) (con): additional information from patient was received. It was reported the controller screen displayed a ¿software problem¿ message. Patient just got a new remote sent and it wasn¿t working. Prior the call, patient took the battery out and put back in, patient was trying to recharge the ins then the screen displayed on controller. Information displayed on controller screen as below 1. Intellis 2. 2. 3.0 3. 243 4. Qf_port it was noted the controller was connected to the recharger and patient used the lithium ion battery pack. Troubleshooting didn¿t resolve the issue, and patient still got the rm04 system problem message. Patient mentioned implant felt like it twinges when charged, it was like it burned and patient reported this before. It was noted the patient could communicated with controller and ins showed warning and low, and controller showed battery 100% charged. It was mentioned they patient attached the recharger to controller, pressed the battery in left corner and pressed charge, it worked. Additional information from patient was received on (B)(6) 2018. Patient stated had recently gotten a new controller and a new re charger, and the controller was still not working. Patient stated the ins was dead (she couldn¿t increase stimulation, go ¿up and down¿) but the controller was charged. Patient services (pss) asked but the patient did not confirm when the ins was first dead. It was noted the controller didn¿t work because she was getting system problem rm04 and software problem as below 1. Intellis 2. 2. 3.0 3. 3. 243 4. 4. Qf_port patient stated she was in pain and the pain started on monday. Prior the call, patient took the batteries out and put them back in to do a reset. Troubleshooting steps included disconnected recharger from the controller, reset controller by removing and re-inserting the battery pack or batteries, reconnected recharger. Patient reported the reset worked to resolve the system problem rm04 issue and would see the screen on the controller telling her to recharge her ins. Patient stated after plugging the recharger into the controller, she saw rm04 appeared again. Since controller and recharger had already been replaced, patient was advised to follow up with the healthcare provider to get the ins checked. Additional information later date from patient stated that patient had some issue with charging less than 1-month post-surgery, and recharger was replaced, patient still had the same issue as before. Representative (rep) stated they did not know what software issue patient was having. Rep stated the software problem or system problem messages that patient saw was persistent. Rep stated patient tried reset the controller and it was not resolving the software message. It was reviewed the rm04 was not related to a problem with the ins and if the issue was persistent, we need to replace the components. Rep would follow up with patient and had her contact with patient services to get new components. Additional information from another rep later date was received. Rep stated patient called back to get equipment replaced. It was reviewed that the implant itself didn¿t cause the rm04 issue which was a persistent issue for the patient. It was "reviewed" the controller and recharger had been replaced but bottom line was patient still had the rm04 issue and recharger was most causing the issue, repair would send out a new recharger to patient. No further complication and event were reported. 2018 ¿ oct-12 (B)(4)(rep): additional information from rep was received. Rep stated patient was still seeing the same message as noted in original call. Rep indicated messages were occurring as recently as 2 days ago and patient had already gone through 3 controllers and a recharger but later stated that patient didn¿t clarify exactly what she received. Patient stated she knew to reseat battery pack and had done this already. Rep indicated they saw patient in office, reseated the battery pack and the message weren¿t appearing but they didn¿t attempt recharging in the office. Technical services reviewed that they would investigate further and follow up with them. No further complication and event were reported. Additional information later date stated that technical services consulted about recurring system and software problem message with repair. No further complication and event were reported.